Manufacturer narrative:
The device was received and evaluated. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leaks test. The formed need was observed to be exposed in the soft cannula and the slide retract was not fully retracted. The needle retracted when the housing was removed. All components of the needle mechanism were observed to be in the correct position upon cannula retraction. The needle mechanism was reset used the lock and load fixture and the device was reset. The pod was connected to a pdm and the needle mechanism was observed deploying as intended. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 15.2 mmol/l (273.6 mg/dl). The pod was reported to start leaking after two days of wear. The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a manual injection via an insulin pen was administered and a new pod was applied.